Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) upon receiving a calibration alert on pump as they did not know its meaning. The customer's blood glucose level was 150 mg/dl. ER staff "ran test to make sure customer was okay" and administered intravenous fluids; nature of fluids was not known. Customer was discharged the same day with the issue resolved and no permanent damage. Tandem technical support (tts) did a full pump system check and confirmed that pump was functioning as intended. Tts educated the customer regarding calibration alert.